Event description:
It was reported by the user facility that the power cord portion of a microdebrider handpiece heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The microdebrider was received by the manufacturer and the complaint was confirmed. Internal components were evaluated, revealing that the motor was seized up, and the power cord assembly was damaged. The motor and cord assembly were replaced, and the device was returned to the user facility.